Manufacturer narrative:
Subject device was part of a study. Hospital for special surgery evaluated the device. Results are consistent with and do not impact previously reported investigations. Determined that this event is consistent with prodisc-l post-market experience. Post study, a thorough training program for surgeons and sales consultants was put in place. Surgeons and sales consultants must complete the training program prior to performing prodisc-l total disc replacement surgery.

Event description:
This patient is a participant in a study, and experienced this event post approval. Patient with history of neck/arm pain for greater than one year. The patient was previously treated conservatively with medication (narcotics and muscle relaxants) and physical therapy. The patient was randomized to the prodisc-c group and underwent placement of the prodisc device at c5-c6. The patient was discharged home the following day without any complications. Patient was evaluated at 6 weeks, 3, 6, 12 and 18 months. The patient began experiencing some neck pain and was to be further evaluated. The patient was last seen in the office at the 18 month follow-up visit. The site continued to attempt to contact the patient to return for the 24 month and 36 month follow-up visit. In 2008, the patient requested to be voluntarily withdrawn from the study due to domestic issues. The patient was moving out of the area and refused to provide contact information or return to the clinic due to the domestic issues. The patient was involved in a car accident and began experiencing unilateral symptoms of weakness, pain and numbness. There was no evidence of device migration or subsidence of the device on MRI following the accident. Patient underwent explantation of the pdc device by a physician and was revised to a fusion.